Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge and has a broken pin. There was no patient involvement reported at the time of the event.